Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). This medwatch is for strip lot 31404712. Refer to the medwatch with patient identifier (B)(6) for the other strip lot involved. At 1:15, the result with strip 31404712 was 7.5 inr. At 16:30, the result with strip lot 32264711 was 6.7 inr. At 17:00, the result from a laboratory using thromborel s. Reagent was 5.1 inr. There was no allegation of an adverse event. The therapeutic range was 2-3 inr.